Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: was the device fully closed and was the end tone was heard on every firing during the original procedure? Full activation on tissue bundles and vessels, some short activation on thin tissue attachments. Were there any generator alert screens throughout the original procedure? None. How was the device cleaned throughout the original procedure? Wet lap. What was done to addressed the bleeding intraoperatively in the original procedure? Enseal x1, no adjunct hemostatic agent used. How was the bleeding identified post-op? Hemoglobin dropped. How was the bleeding addressed? Re-operation using maryland ligasure to seal vessel was there any evidence on the bleeding vessel that it had been previously sealed with the enseal x1 device? Not that was noted. Is there any information available on the patient that would indicate previous treatment that would affect the tissue, such as radiation, blood thinners, etc? None. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a sleeve gastrectomy was performed. Patient experienced bleeding the next day. There was a vessel bleeding heavily in the omentum. The patient was brought back to or and vessel sealed. Surgeon mentioned that he felt the enseal x1 he used wasn't sealing adequately during procedure.